Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not confirmed the reported problem, the issue was not duplicated. Since the occurrence history of "check vent: backup alarm failed" (1104) was observed on the event log, the cpu printed circuit board assembly (pcba) was replaced as a preventative measure of recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. The cpu pcba was tested and verified that the alarm error code e1104 shows once in the log. Neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pca or standard test bed operation using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 397k ohms, verifying that ls1 is not shorted or open tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the prox tube from the prox port of the stb. The tech verified the alarm for prox was generated as expected. Customer complaint has resulted in a no problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that while in patient use, the backup alarm failed alarm went off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.